Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. It was stated that his doctor changed the settings on the insulin pump two days before his admission. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.